Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information indicates that the spinal cord stimulation (scs) system underwent an explant procedure as part of an elective replacement for a system upgrade. The patient is doing great post operatively. The explanted device will not be returned due to facility policy. Since there are no reportable allegations against the device and no serious injury occurred, this complaint has been downgraded to non-reportable based on these criteria.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available.